Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump error alarms. Customer was unable to clear the alarm and unable to rewind insulin pump. Numbers were ramping or the scroll bar moving up or down with no input from the user. Insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test. No pump error 43 noted. Device alarmed pump error 38 during rewind due to corroded motor home switch. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.